Event description:
The patient reported that they have been having trouble with low blood sugar and the healthcare provider (hcp) thinks they are diabetic. The patient has also been passing out as of about 3 months prior to date notified, which they do not believe is related to the dbs system. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they notified their hcp about their low blood sugar and passing out, with it noted that they do daily monitoring. They are currently working on resolving the patient's low blood sugar by remembering to eat small meals throughout the day. The patient is unsure what circumstances to their low blood sugar and them passing out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.